Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the egm. Noise was reproduced with arm movement. Physician decided to revise the lead and noted an insulation anomaly. Physician then repaired the lead damage using medical adhesive. All data measured were in range. The condition of the patient after the event was reported to be good.